Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient needed help with adjusting the device as it was so high, they were feeling uncomfortable with it. It was noted that the patient was advised by a manufacturer representative on feeling stimulation/not feeling stimulation, and initially it was functioning as expected and the patient only felt stimulation when changing positions. There was now a change and the patient began feeling stimulation like fluttering down their legs from their knee to ankle. The patient found this uncomfortable and compared it to restless leg syndrome; the fluttering was constant and the patient thought stimulation was too high. It was confirmed that the stimulation was not painful. At the time of the report, it was confirmed with the patient programmer that the therapy was on and stimulation was on program 3 at 0.7v. The patient decreased the amplitude by 2 and this eliminated the uncomfortable stimulation. It was noted that the patient did not make any changes to programming prior to this. No further complications were reported/anticipated.